Event description:
It was reported that the customer had experienced issues with her sensors. The customer stated she was having trouble with the readings and also received sensor errors. The customer did not have a test plug so she was advised one would be sent to her and she could receive additional assistance at that point. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.